Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer was performing weekly maintenance procedure 6450 wash cup cleaning of the architect i1000sr processing module. The wash cup was being cleaned with deionized (di) water, that was pushed in with the cotton swab firmly and splashed her eye. The customer washed their eyes at the eye station for 15 minutes and rushed to the campus nurse. The nurse said that the di water was not a dangerous splash and declined her getting further treatments. The technician was wearing a lab coat and gloves, no goggles or face shield. The customer mentioned that they run hepatitis on the instrument. No further impact to patient management was reported.

Manufacturer narrative:
An instrument service history for the architect i1000sr processing module revealed no additional tickets related to the current issue. No contributing factors on or around the date of the complaint were found. There have been no subsequent contacts regarding splashing occurrence since the reported incident. Data and information provided by the customer were reviewed. A review of complaint and trending data for the architect i1000sr processing module did not identify any similar issues related to face/eye splashing and did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any nonconformances or potential nonconformances. Labeling was reviewed and found to be adequate. Based on the information within the complaint record a use error may have contributed to the exposure described in this complaint as the customer was not wearing protective eyewear while handling human-sourced materials. Based on the investigation, the architect i1000sr processing module serial number (B)(6) is performing as intended at the customer site, therefore, there is no systemic issue or deficiency of the architect i1000sr processing module serial number (B)(6) was identified.

Event description:
The customer was performing weekly maintenance procedure 6450 wash cup cleaning of the architect i1000sr processing module. The wash cup was being cleaned with deionized (di) water, that was pushed in with the cotton swab firmly and splashed her eye. The customer washed their eyes at the eye station for 15 minutes and rushed to the campus nurse. The nurse said that the di water was not a dangerous splash and declined her getting further treatments. The technician was wearing a lab coat and gloves, no goggles or face shield. The customer mentioned that they run hepatitis on the instrument. No further impact to patient management was reported.